Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Colectomy. Were there any other stapling devices used in procedure? Yes, powered 45 and tlc75. Were there any issues with device performance intra-operatively? No. Did the patient have any coagulation disorders or was the patient taking blood thinners? No. How did the patient present and how long after primary procedure did they present? 2 days later blood loss, hemoglobin dropped. Did the patient receive a blood transfusion? Yes. How did the leak or bleed present? Post op two days. Loss of blood. When did the bleed start? 2 days post op how did the surgeon address the bleed? Gave blood. Admitted to ICU, got better with operating. If it was a leak, was it gastrointestinal? Yes, leak at the staple line. Could you please clarify if there was only bleeding from the staple line or if there was leak, such as gastrointestinal contents, from the staple line? According to surgeon it was bleeding. Why does the surgeon believe the anastomosis did not hold? Leak was at staple line. What issues did the patient have? ICU given and blood. What is the current patient status? Stable and improving.

Event description:
It was reported that during a right colon resection procedure, the staple line at the anastomosis side didn't hold, evolving into a blood loss. Patient was closed, surgery was finished, leak started post operation. Patient was having issues, blood loss. Patient admitted to ICU. Hemoglobin is stable now. One device was discarded.